Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 3387040, lot# v008951, implanted: (B)(6) 2007, product type: lead. Product ID: 3387040, lot# v009086, implanted: (B)(6) 2007, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
A consumer reported their tremors returned on (B)(6) 2015. The patient's indication for use is movement disorders. The patient had gone without the implantable neurostimulator (ins) four days. The ins was fully charged, but it "started wearing down" and the patient could feel it. The patient stated they "upgraded" every single day, but it was "upgrading" very slowly. The desktop charger had a broken and damaged connector pin. The connector pin broke on (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the recharger (lot # c0481672) revealed broken connector pins on the cable assembly. (B)(4).

Event description:
Additional information received from the patient reported that there were no special circumstances that had led to the broken connector pin; "it just broke." The return of the tremor had not been resolved.